Event description:
25g 5/8 in. Needle came apart from the hub when giving an injection to infant. Medication administered and when removing from the thigh the needle separated from the hub and remained in place. It did not stay intact with the syringe and safety cover. Staff was able to remove needle from thigh, with no retained equipment. Used with bd 1 ml syringe with leur-lok tip, lot # 5260229 and expiration date of 8-31-2030.